Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose. The customer¿s blood glucose level was 525 mg/dl. Customer¿s current blood glucose was 250 mg/dl. Customer declined to troubleshoot. Customer allege insulin pump was under delivering. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis. Frn-mmt-unk, unomed set.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.